Event description:
The customer returned the autoclavable camera head to the service center. During the device analysis, the service repair technician indicates that failed leak test and stain on cable was found. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to leakage from the punctured cable unit failed leak test and cause for the stain on cable cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.